Event description:
It was reported that, "as the surgeon was reaming the patella, the shaft broke on the driver."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.